Event description:
The MFR received info alleging a ventilator was alarming for a service required. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR's service center for eval. The customer's complaint was confirmed. The internal battery was replaced to address this issue.